Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a no delivery alarm due to infusion set with bent cannula and causing their high blood glucose. Customer's blood glucose was 600+ mg/dl which they treated with manual injection. Customer was instructed with the proper insertion techniques and site location. The customer declined troubleshooting for high blood glucose. Customer was advised to change the infusion set. The product was not returned for analysis.